Event description:
It was reported that during a device change-out, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced.